Manufacturer narrative:
In some contries outside the us, customer info is not provided due to privacy laws.

Event description:
A customer in sweden contacted customer service for help with her contour meter. She tested her blood glucose and received a reading of 15.8 mmol/l. She retested using another meter and received a reading of 4.5 mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.